Event description:
The lay user/pt contacted lifescan on september 21, 2006 and alleged that his one touch ultra meter was not powering on. The ed affairs specialist (mas) was unable to reach the pt after several attempts via phone. A letter was also sent to the address provided. The mas reviewed the recorded telephone call in order to classify the case. Over a year ago (february 2005), the pt had attempted to test on the meter, but it did not turn on. He replaced the battery, but it still did not power on. Two hrs later, he experienced symptoms of thirst, and frequent urination. He did not treat himself with any medications. The next day, he went to the dr and had his blood glucose level checked on the dr's meter. He did not recall the result on the dr's meter. However, the pt was advised to take more insulin himself. The pt could not find the meter at the time of the call and he does not recall if he still has it. Therefore, the seraial number is not provided and troubleshooting could not be performed. It would be helpful to know how the pt was feeling at the time he visited the doctor, the dr's meter result, pt's diabetes medication regimen, and if he felt better after taking insulin. However, this complaint is reported because the meter did not function and two hrs later experiencing symptoms that may be associated with hyperglycemia. The issue had still persisted after the pt had replaced the battery. A replacement meter was sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it.